Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The left femoral artery was accessed to observed the right leg. After initial angiogram it was determined that patient needed intervention on left leg. Pressure was held on the left leg access site until hemostasis was completed. The right leg was then accessed and a 035 glide wire and 6f 11cm short sheath was used to access the right leg. The wire was placed up and over the aortic arch and into the distal left sfa where it crossed the occlusion in the distal sfa segment. The 035 trailblazer was then placed over the wire without the use of an up and over sheath to cross the tight 80% heavily calcified occlusion in the left distal sfa artery. The trailblazer was unsuccessful at crossing the lesion and a retrieval of the device was attempted. The device became hung up in the left common femoral artery and froze on the wire. The physician then pulled with force on the trailblazer and it separated into two pieces. A 014 wire was then used to buddy wire next to the part of the trailblazer that was left in the body still on the .035 wire. A 4 mm nanocross balloon was used over the .014 wire and was inflated next to the partial trailblazer still on the 035 wire. With the balloon inflated up against the trailblazer segment also still on the advantage wire, the remaining trailblazer segment was successfully retrieved. The lesion was then crossed with an angled glidewire, and the case completed with stenting of the sfa and common femoral artery.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.